Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was dislodged and was not able to sense. When the sensitivity was reprogrammed, the lead only sensed atrial events. The lead remains in use. No patient complications have been reported as a result of this event.